Event description:
It was reported that a steam pop occurred. During a right atrial flutter ablation procedure with an intellanav mifi open-irrigated catheter, they had a steam pop. An echocardiogram was performed and it was normal. The procedure was completed with the same device and the patient was doing fine.

Event description:
It was reported that a steam pop occurred. During a right atrial flutter ablation procedure with an intellanav mifi open-irrigated catheter, they had a steam pop. An echocardiogram was performed and it was normal. The procedure was completed with the same device and the patient was doing fine. The device was returned for analysis. Dried body fluid found on the handle, main body tubing, distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was tested using a maestro generator 4000, metriq pump and a tank of 37c saline solution. The device was found within specifications.

Manufacturer narrative:
The device was returned for analysis. Dried body fluid found on the handle, main body tubing, distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was tested using a maestro generator 4000, metriq pump and a tank of 37c saline solution. The device was found within specifications. Correction to describe event or problem.

Event description:
It was reported that a steam pop occurred. During a right atrial flutter ablation procedure with an intellanav mifi open-irrigated catheter, they had a steam pop. An echocardiogram was performed and it was normal. The procedure was completed with the same device and the patient was doing fine. It was further reported that the suspected cause of the steam pop was high wattage (50 watts). The flow rate during ablation was 30ml. No notable increases in impedance and no product performance issues were observed. When the catheter was removed, the tip was checked for char/coagulum and it was clean.